Manufacturer narrative:
G2: citation: authors: islak, c., bagcilar, o., nacar dogan, s., korkmazer, b., arslan, s., kizilkilic, o., <(>&<)> kocer, n.. Endov ascular management of anterior falcotentorial dural arteriovenous fistulas: importance of functionality of deep venous system and existence of accompanying choroidal arteriovenous malformation. Journal of neurointerventional surgery 14(6):599-604 2022. Doi:10.1136 /neurintsurg-2021-017730 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. G2: the country of the event is tr medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Islak c, bagcilar o, nacar dogan s, et al. Endovascular management of anterior falcotentorial dural arteriovenous fistulas: importance of functionality of deep venous system and existence of accompanying choroidal arteriovenous malformation. Journal of neurointerventional surgery. 2022;14(6):599-604. Doi:10.1136/neurintsurg-2021-017730 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to make new angiographic definitions of anterior falcotentorial junction dural arteriovenous fistula (afdavf) nidus and functionality of the deep venous system of the brain and thereby provide a safer approach for endovascular treatment. There were 18 patients with afdavf who received endovascular treatment included (13 men, 5 women; mean age 47.2 years). Fifteen patients with pure-dural-type afdavfs and three with mixed-type afdavfs were included. Twelve of the patients had been treated with onyx. No patients died or developed permanent morbidity. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - incomplete obliteration was two patients with pure-dural-type afdavfs. One patient had a history of surgical treatment for fistula and the embolizing agent could not adequately penetrate the venous side. The other patient¿s fistula was partially obliterated in two sessions, but despite insufficient clinical healing, the patient declined the recommended additional treatment.  - parinaud syndrome developed transiently in two patients, one due to venous ischemia of the tectal plate and one due to tectal compression by thrombosed large venous ectasia.  - one patient had transient left-sided hemiparesthesia due to thalamic arterial ischemia after treatment.  - small bithalamic medial arterial infarctions and tectal venous ischemia occurred in two patients with mixed-type afdavfs.

Event description:
Additional information received reported in the mentioned paper none of the adverse events or complications is thought to be device related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.